Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 500 mg/dl. The customer delivered a correction bolus to address bg level. Reportedly, the suspected cause of the elevated bg level was possibly due to the infusion set tubing. During system check with tandem technical support, the customer used a new infusion set tubing and reported observing 1 drop of insulin coming from end of tubing after performing a 28 unit fill tubing. The customer tightened the luer lock and observed drops of insulin. The customer declined further troubleshooting and changed the supplies on the pump. Several hours later, the customer reported bg level went down to 90 mg/dl, but came back up to 576 mg/dl. After speaking to the clinical diabetes specialist (cds) the customer was advised to deliver manual injections to address bg level. Additionally, the cds requested for the customer to obtain t:30 infusion sets. Follow-up call on 9/16/2016, the customer confirmed that bg level was within target range. Additional follow-up call on 9/21/2016, the customer confirmed doing well on the t:30 infusion sets.